Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing on the (rv) channel. Technical services reviewed the available electrograms, and it was determined that the atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing. Technical services provided programming recommendations and recommended x-ray imaging to confirm the rv lead positioning. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.